Event description:
It was reported that this pacemaker patient came to the emergency department (ed) unconscious, in an ambulance. This was the third time this month and the patient reported that this has occurred in the past with no known cause. A device check revealed that the right ventricular automatic threshold (rvat) test was performed that morning and confirmed capture at 0.9 volts and output was set to 1.4 volts. Technical services discussed the possibility that the patient may have higher intermittent threshold needs and that the rvat test may not be an appropriate option for the patient. An option to program a fixed output was discussed. The ed physician was going to consult with cardiology. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.